Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusionist observed that the safety monitor (where the air sensor plugs into) was very loose and looked like it was broken. The monitor did not look properly in place and was the only plug that looked like that. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr). During inspection of the monitor, the fsr discovered the ultrasonic air sensor (uas) connector on pc board was breaking away from board. The fsr replaced the pc assembly air detect interface. With the pc assembly replaced and corrective maintenance completed, the unit operated to MFR specs and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.